Event description:
It was initially reported the patient experienced hyperglycemia for several days, and her blood glucose was 300 mg/dl in the morning on (B)(6) 2013. Mother reported she filled and inserted the infusion set correctly. She disconnected the infusion set in the run mode and found insulin flowed back 3-4 cm. She reported this has occurred several times. She switched to a backup infusion device on (B)(6) 2013 and noticed the same issue. Mother thought the infusion set was the cause. The patient did not require treatment from a healthcare professional or second party to address the issue. The products were returned for evaluation. The used infusion set was visually inspected and tested for flow and leak. A crack was found at the luer; therefore, the infusion set leaked insulin. The product is tested during production for flow and leak, and there is no indication a non-specific product was delivered to the patient. The cartridge was inspected and passed the visual test and the leakage test at different positions of the plunger rod. The adapter and battery cover passed the optical inspection. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.

Manufacturer narrative:
The event occurred in (B)(6).